Manufacturer narrative:
The device was returned to resmed for an evaluation. Review of the device data logs confirmed the reported complaint. Performance testing could not reproduce the reported complaint. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf148 and sf188) related to the blower and indicating a safety assert system fault respectively. There was no patient harm or serious injury reported as a result of this incident.